Event description:
A malfunction was reported on a customer's pump, identified with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.